Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the distal left anterior descending (lad) coronary artery with heavy calcification and mild tortuosity and 90% stenosis. The 2.75x12 mm nc trek balloon dilatation catheter (bdc) was used for pre-dilatation before rotablation; however, the balloon ruptured during the first inflation to 8 atmospheres. The device was not soaked in saline prior to use. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.